Event description:
A cartridge change error was reported with the pump. Customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support guided the customer through inspecting and cleaning the pump, checking the cartridge o-ring, and successfully attaching and loading the cartridge, allowing the customer to resume insulin use.